Event description:
Information received with return of the explanted device notes that the patient experienced pocket pain and the procedure was done to alleviate the pain. A new pulse generator was placed.